Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019. The customer troubleshot with technical support. The customer was able to perform a touchscreen calibration to address the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was failing touchscreen calibration. There was no patient involvement.